Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective pump. It was also confirmed that the device failed to charge due to a defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device can not generate and control negative pressure. Additionally the device can not operate on ac or battery power due to dc inlet port broken. No case involved.